Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the customer's device and was unable to reproduce the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Physio-control has contacted the customer to obtain more information about the reported event. Physio-control performed a clinical review, and determined there was insufficient information to determine the impact of the device use as there was no electronic patient record available. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that when their device was used during a patient event, it did not provide defibrillation energy. Later, an ambulance arrived with a lifepak 15 monitor/defibrillator and the patient was provided with defibrillation shocks. The patient did not survive the reported event.

Manufacturer narrative:
Based on new information the following fields of the initial medwatch report were updated: adverse event/product problem: product problem event description: the customer contacted physio-control to report that when their device was used during a patient event, the device did not advise a shock for a heart rhythm that was believed to be shockable. Later, an ambulance arrived with a lifepak 15 monitor/defibrillator and the patient was provided with defibrillation shocks. The patient did not survive the reported event. The healthcare providers believe the device use did not contribute to the patient outcome. Type of reportable event: malfunction patient code: no known impact or consequence to patient (2692) new information for supplemental medwatch report: h6: code # 2692 - na the third-party service agent forwarded the customer's device to physio-control for further evaluation. The electronic patient records from the reported event were no longer available, as the device had been used after the reported event., which caused the records to be overwritten. The reported issue could not be reproduced. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Physio-control performed a second clinical review based on the statement provided by the healthcare providers and determined the device use did not contribute to the patient outcome. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that when their device was used during a patient event, the device did not advise a shock for a heart rhythm that was believed to be shockable. Later, an ambulance arrived with a lifepak 15 monitor/defibrillator and the patient was provided with defibrillation shocks. The patient did not survive the reported event. The healthcare providers believe the device use did not contribute to the patient outcome.